Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was explanted and replaced due to concern of compromised integrity. This electrode is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was explanted and replaced due to concern of compromised integrity. This electrode is expected to be returned for analysis. No additional adverse patient effects were reported.